Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 381112, batch no.: 7300966. It was reported there was a clear, sticky substance on the angiocaths and some of them are frayed. Per email: we are having issues with this product. There is a sticky, clear substance on the angiocaths & some of them look like they are frayed . Our nicu director is very upset about this.

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 381112 batch no.: 7300966. It was reported there was a clear, sticky substance on the angiocaths and some of them are frayed. Per email: we are having issues with this product. There is a sticky, clear substance on the angiocaths & some of them look like they are frayed . Our nicu director is very upset about this.